Event description:
The patient's mother reported that at 4:00am her daughter's blood glucose reached 400 mg/dl so she decided to take her to the local hospital. She was transported by ambulance to (B)(6). Upon arrival she was diagnosed with diabetic ketoacidosis. They placed her on an insulin drip and she was given fluids and sodium intravenously. The pod was removed and discarded. She stated that the cannula was kinked.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it could have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.